Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed, and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. The reported patient effect of stenosis is listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as a known patient effect of stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. It was reported an esprit btk scaffold was implanted however at a later date, the lesion was narrowed within the scaffold. Per event details esprit btk scaffolds were used for percutaneous coronary interventions (pci) procedures performed to treat in-stent restenosis (isr) of drug eluting stents. Off label use code was applied as the devices were used in the coronary arteries and to treat isr. It should be noted that the esprit btk everolimus eluting resorbable scaffold system (eerss), instructions for use states: the esprit btk everolimus eluting resorbable scaffold system is indicated for improving luminal diameter in infrapopliteal lesions in patients with chronic limb-threatening ischemia (clti) and total scaffolding length up to 170 mm with a reference vessel diameter of less than or equal to 2.5 mm and greater than or equal to 4.00 mm. Per the physician, the patient had multisystem co-morbidities with complex cardiovascular history. He reported that the patient had a low ef (25%) prior to implant. It does not appear the IFU deviation caused or contributed to the reported event.

Event description:
It was reported an esprit btk scaffold was implanted however at a later date, the lesion was narrowed within the scaffold. No additional information was provided.

Manufacturer narrative:
B3- the date of event will be estimated as 01/19/2026. H6- medical device problem code 1494: indication for use; incorrect anatomy manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported an esprit btk scaffold was implanted however at a later date, the lesion was narrowed within the scaffold. No additional information was provided.